Event description:
Caller reported aviva blood glucose results: 556 mg/dl at 7:35 pm, no symptoms reported, took 1/2 of a glyburide (does not know mg of glyburide), one 850 mg metformin, and 2 pills of "glucose care". Retest results: 255 mg/dl at 7:42 pm 215 mg/dl at 7:52 pm 222 mg/dl at 7:54 pm reported no adverse event. A request was made for the return of the meter and strips, replacement sent.